Event description:
The customer reported receiving no delivery alarms, and then she was hospitalized due to high blood glucose over 600mg/dl. The customer stated that she was disconnected from the insulin pump while being at the hospital and has not been wearing the device since then. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin pump alarmed no delivery during priming. The customer was uncomfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.